Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device is not expected to return for analysis.